Event description:
The customer reported that the analyzer produced unexpectedly high potassium results intermittently over several days at a time. A system enhancement will be added to the analyzer to address this issue. There was no report of pt harm as a result of this occurrence.